Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 of the 5sw station was not detected on the communication bus. A field service engineer replaced the damaged retractor band on auxiliary 4-2 after attempts to resolve the issue by swapping boards were unsuccessful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, an error message appeared in drawer 4.2 of pyxis 5sw, indicating that it was "not detected on the communication bus". This issue hindered access to double-digit medications, including narcotics required for patients, as this was the only pyxis unit available in the area. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.